Event description:
It was reported that the patient received shocks due to oversensing. It was also noted that wireless telemetry was not available during interrogation. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated oversensing and interference/noise. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. Elevated ventricular sensing integrity counts (v-sic) are observed since implant. High sic can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.